Event description:
It was reported that the lead was seen to be protruding from the right atrium. The lead dislodged and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.